Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-06-08. One used lf1637 ligasure device was received, and evaluation of the sample could not confirm the reported issue with partial sealing. However, an alternative issue of jaws that were jammed closed was identified. Visual inspection found the knife blade of the device was stuck within the jaws, preventing them from opening. Further examination confirmed that excessive eschar had built up within the jaws, causing the knife to stick. When the eschar was removed, the knife was able to retract and the device would open and close. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the root cause of the jamming to be due to inadequate cleaning during use. The instructions caution users to keep the jaws clean, and that build-up of eschar may reduce sealing/cutting effectiveness. It also lists how to clean the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not properly seal. An end tone sounded indicating a completed cycle, but the device had only partially sealed. No patient injury resulted and another ligasure device was used with the same generator to continue the procedure. Examination of the received device also found the knife was stuck within the groove, preventing the jaws from opening.